Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver and nurse reported persistent hyperglycemia while using the ilet device. The highest recorded blood glucose (bg) was 400 mg/dl. The issue was attributed to an infusion set placed in scar tissue. A supply change was performed, after which bg returned to range. The device provided a high bg alert. No symptoms were reported, and no medical intervention was required.